Event description:
It was reported that a right ventricular leadless pacemaker's helix became stretched and bent during the deflection test. The helix abnormality was visualized via fluoroscopy. It was suspected that operator technique during tether mode may have caused the issues. The device was swapped out to complete the procedure even though electrical measurements were acceptable. There were no patient consequences.